Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery that was mildly calcified. A dragonfly optis imaging catheter was mounted on the balance middleweight hydro guide wire. When the dragonfly was being removed from the guide wire, it wrapped around the catheter. The guide wire and the dragonfly were removed as a single unit. A new guide wire was advanced and the lesion was stented to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.